Event description:
It was reported that the pump keeps asking for prime. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the air detector to be chipped and damaged, the downstream occlusion (dso) sensor was bubbled, the upstream occlusion (uso) seal was bubbled, and the latch lock was not sitting at 90 degrees. Review of the event history log was not applicable. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. It is normal for the device to prime first in order to function through its program. The devices testing falls within specifications. The most probable root of cause is customer perception/user error. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.